Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed vancomycin (vanc) results. Hsc has reviewed the information provided by the customer and the instrument data. Calibration was within conformance. Quality control recovered within range prior to processing patient results. Kinetic data displayed consistent values between the discordant result and its repeat value. A siemens customer service engineer (cse) was dispatched to the customer site. Of the service actions performed, the cse replaced the aliquot probe, aliquot drain, cuvette washer a fitting, replaced the reagent arm 1 and realigned the reagent one and two arms. System verification indicates acceptable performance after the service visit. No other issues have been reported by the customer since the service visit. A definitive cause could not be determined. The customer and system are fully operational. A potential product issue was not identified. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely depressed vancomycin (vanc) results were obtained on patient samples on a dimension vista 500 system. The discordant results were not reported to the physician(s). The same samples were reprocessed on an alternate dimension vista instrument and higher results were obtained, considered correct and reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc results.